Event description:
The customer reported a irrigating forceps port that wouldn't come off involving an olympus oes cystonephrofiberscope. There was no patient injury reported.

Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.